Event description:
The olympus process engineer reported (on behalf of the customer) that there was an air/water channel blockage while using the evis lucera elite gastrointestinal videoscope. The issue occurred during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and foreign debris was found to be clogging the nozzle; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign debris found to be clogging the nozzle. Additional evaluation findings included the following: the adhesives of the light cover glasses, the optical cover glass, and the distal end were all found to be worn, there was water leakage of the suction connector, the up/down angle was not to specification, and the electrical safety test failed and was not to specification. The following device specifications also failed: water flow, water removal, air channel volume, water channel volume. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.